Manufacturer narrative:
Clinical review: it was confirmed that the patient¿s drain complications were not due to a deficiency or malfunction of any fresenius product(s) or device(s). Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician (pct) reported to fresenius that the patient recently changed to hemodialysis (hd) after experiencing ongoing drain issues with the liberty select cycler. Upon follow-up with the patient¿s peritoneal dialysis registered nurse ((pd)rn), it was reported this patient was transitioned to hemodialysis (hd) through a central vascular catheter (cvc) placed in (B)(6) 2025 (exact date unknown) as it was determined that their peritoneum was no longer viable for effective ccpd therapy on the liberty select cycler. The patient continues hd therapy on an in-center basis without further issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient care technician (pct) reported to fresenius that the patient recently changed to hemodialysis (hd) after experiencing ongoing drain issues with the liberty select cycler. Upon follow-up with the patient¿s peritoneal dialysis registered nurse ((pd)rn), it was reported this patient was transitioned to hemodialysis (hd) through a central vascular catheter (cvc) placed in early (B)(6) 2025 (exact date unknown) as it was determined that their peritoneum was no longer viable for effective ccpd therapy on the liberty select cycler. The patient continues hd therapy on an in-center basis without further issue.